Event description:
It was reported that revision surgery was due to dislocation.

Manufacturer narrative:
The shell was not returned and further analysis could not be conducted. It was not able to be determined the exact cause for the liner disassociation.